Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a problem with rewinding the insulin pump, frequent battery changes, and high blood glucose levels over 500 mg/dl. The customer reported that after a complete set change, everything went back to normal. No further details were provided and no products were returned for analysis.